Manufacturer narrative:
(B)(4). Unit passed all functional tests including displacement, and self test. No pump error 63 was noted during testing; however, pump error 63 is confirmed in the formatted history file (variableinfo = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly/absence of alarms were noted during testing.

Event description:
Customer reported via phone call that their insulin pump had an hardware low level failures. The customer¿s blood glucose was 113 mg/dl. Customer was able to clear the alarm. Customer states they are able to rewind the pump and customer performed self test and it was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.